Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on electronic assembly. Device received with minor scratched display window, cracked reservoir tube lip and missing end cap sticker.

Event description:
Customer reported that she was on a trip and the belt clip broke. Customer requested the clip to be replaced and returned the insulin pump for destructive testing. Blood glucose value was 95 mg/dl. Nothing further reported.